Manufacturer narrative:
Article citation: breast implant-associated lymphoma: what is the true incidence and clinical relevance? Authors: laura k. Goodwins, mbbs*; phoebe m. Prowse, frcs (plast), fracs¿; john r. Miliauskas, mbbs, frcpa, fiac, fascp. Prs global open. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Journal article ¿breast implant-associated lymphoma: what is the true incidence and clinical relevance?¿ referenced a patient who underwent reconstruction surgery 30 years ago and underwent a subsequent surgery following detection of bilateral implant "rupture". The device has been explanted. This is for the left side.